Event description:
Pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous mid sfa. After insertion of the pulsar-18 and removing the locking tab it was not possible to push the trigger. Attempting to use the secondary release, it was still not possible to release the stent. Thus, the pulsar-18 was withdrawn and replaced with another stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 11 mm. The stent has not been released. The outer shaft shows no damage or irregularity. The diameter of the outer shaft complies with the specification. The proximal stent stopper shows compression marks. The proximal end of the inner shaft appears also compressed and has fractured. The handle was returned completely disassembled. The metal tube at the knife holder is kinked. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined. It should be noted that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.